Manufacturer narrative:
(B)(4). Mfg date: unknown as no lot # was provided. The event is currently under investigation. Mfg date: unknown as no lot # was provided. The event is currently under investigation.

Event description:
Per the journal article, bach, et al: the new digital flexible ureteroscopes: "size does matter" - increased ureteric access sheath use!: there were two sheath-related small distal ureteric perforations in the d-furs group. They were treated with postoperative jj stents and did not develop strictures on follow up. They were treated with postoperative jj stents and did not develop strictures on follow up.

Manufacturer narrative:
(B)(4). Event evaluation: no product was returned; however, a review of complaint history, manufacturing instructions and quality control was conducted during the investigation per specification, quality control assures the presence of the dilator taper and assure smooth transition between the sheath and dilator. There is no evidence to indicate the product was not manufactured according to specifications. Without the benefit of a returned complaint device, a definitive root cause could not be determined. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. Based on the health risk assessment, no risk mitigation activities are necessary at this time.

Event description:
Per the journal article, bach, et al: the new digital flexible ureteroscopes: "size does matter" - increased ureteric access sheath use!: there were two sheath-related small distal ureteric perforations in the d-furs group. They were treated with postoperative jj stents and did not develop strictures on follow up.